Event description:
During placement of a percutaneous central venous catheter (PICC line) into the patient's left antecubital fossa, the guide wire became detached. It was believed that all of the broken wire had been retrieved. However, on subsequent chest x-ray on 1/13/94. A piece of the wire was identified. The wire was removed using angiography on 1/13/94.